Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The bolus wizard functions properly and no estimate total anomaly noted when using the bolus wizard feature. The insulin pump passed self test. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that he was unaware of the active insulin when setting the bolus wizard on the insulin pump. Customer's blood glucose reading was 58 mg/dl. Nothing further reported.